Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. The visual inspection showed that the sideport tube was detached from the handle. A CAPA was initiated to address this issue.

Event description:
During a cryoablation procedure, the side arm of the flexcath steerable sheath (catheter introducer) was completely separated from the sheath. The physician immediately occluded the side-arm opening with his thumb and proceeded to remove the catheter and then the sheath. The sheath was then replaced with a new flexcath steerable sheath without issue and the cryoablation procedure continued. No adverse event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.